Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the pump was not working properly. No further information was provided. Animas customer support made several attempts to contact the reporter in follow up for additional information; however, the reporter did not respond to these follow-up attempts. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the user alleged that the device was not operating as intended which could result in under delivery or over delivery of insulin to the patient.